Event description:
During a follow-up, an infection and erosion of the pacemaker was noted. A culture was performed and the device was explanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
The device was received for evaluation and the battery voltage was above elective replacement indicator (eri). Longevity assessment was performed, and the device was in the normal range operation with appropriate remaining longevity. The sterilization records were reviewed, and no evidence of abnormal sterilization was found.